Event description:
A cerebral embolization deltamaxx cerecyte 18sys 22x60 (B)(4) got stuck and could not move forward. The coil stretched when they tried to move back the coil. The coil was carefully retrieved and another coil with same reference was used but the same problem occurred. Finally we decided to change the microcatheter and try with a new coil, this time, (B)(4). The product was stored according to labeling instructions.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: 2 microcatheters (details unknown); third coil ((B)(4)/lot unknown).

Manufacturer narrative:
During a cerebral coil embolization procedure, a deltamaxx cerecyte 18 22x60 ((B)(4)) was impeded in the microcatheter (ev3, echelon 14. Ref: (B)(4)) and could not move forward. The coil stretched when the physician attempted to pull back the coil. The coil was carefully retrieved and another coil from the same lot was used but the same problem occurred. Finally a new microcatheter, prowler select lp ref: (B)(4), lot: 15266659 and a new coil ((B)(4)/lot unknown) were used to successfully complete the procedure, with no patient injury reported. The product was stored according to labeling instructions. There was no patient injury as a result of the event. There were no damages noted on the first coil, the second coil, or first microcatheter prior to use. An adequate continuous flush was maintained through the first microcatheter. The coil was still attached to the delivery system when it was removed from the patient. The microcoil system was returned in almost pristine condition and may have been cleaned/rinsed before being returned, which may have produced further damage. Any trace evidence that may have been complaint related to the resistance inside the microcatheter may have been altered or removed. It is also unknown if the device was further manipulated and/or inspected post-procedurally. As viewed through the returned packaging, the coil was unsheathed and entangled with the proximal section found stretched and severely damaged. The distal section of the coil was not damaged. The second coil from the same lot, which was also reported to have encountered the resistance inside the same microcatheter, was not returned. The most likely contributing factor to the coil becoming impeded inside the microcatheter may have been due to distal interference. This interference produced a blockage which impeded coil advancement. During this time frame, the coil most likely became temporarily anchored by this interference. When the coil was being removed, the anchored coil stretched before being released from the blockage. The source of this interference inside the microcatheter; whether of a fixed or detached nature cannot be determined. In addition, without the return of the echelon 14 microcatheter and the other coil that encountered the same resistance in this procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on this investigation, no corrective action is warranted at this time.